Manufacturer narrative:
Date of implant is unknown but surgery happened in (B)(6) 2008. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: in (B)(6) 2008: the patient underwent l5-s1 transforaminal lumbar interbody fusion surgery. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery and the patient has increased fear of cancer. Allegedly, "the patient has difficulty in walking, moving, and has numbness in his legs. There is a popping and grinding noise in the patient's spine when he moves, which was not present before surgery. The patient missed out on activities in high school due to surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.